Event description:
User facility reported a uterine perforation following a novasure (ns) procedure in 2008 (exact date unknown). On follow-up the following month, the physician reported there was no perforation seen on hysteroscopy following the ns procedure. However, the pt returned 7 days after the procedure with nausea, vomiting, and bloating. She was admitted to the hospital that day (date unknown). A computed tomography (CT) scan was negative. Following 2 days of observation a laparoscopy was done which revealed inflammation on the outside of the uterus and in the lower pelvic region and damage to the appendix. A hysterectomy and appendectomy were performed and the pt was discharged home following a 6 day admission.

Manufacturer narrative:
Device history record (DHR) review could not be conducted as a lot and serial number was not provided by the complainant. The device involved in this event was not returned; therefore, an investigation was unable to be performed. According to the instructions for use (IFU) under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (Step 2.36). Although designed to detect a perforation of the uterine wall it (cia alarm) is an indicator only and it might not detect all perforations under all possible circumstances. Clinical judgement must always be used.